Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 8:41 am: 196, 2:34 pm: 64, 3:10 pm: 409, 3:13 pm: 34, 3:15 pm: 72, 3:17 pm: 60, 3:20 pm: 38, 3:25 pm: 57, 3:43 pm: 142, 6:48 pm: 111. No adverse event was reported. Strips are not available for return, replacement sent.